Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s grandmother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. The customer stated that they cannot find sensor signal. The customer stated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. The customer stated that the insulin pump turning off without giving an alarm of low. The insulin pump will not be returned for analysis.